Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as an open wound. The patient believes it was caused by the device rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient was advised to return the device by kaiser. Follow up indicated the irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.